Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to pain and post-operative breakage of the articular surface post.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product: zimmer nexgen femoral component catalog #: 00-5968-014-51, zimmer patellar component, zimmer tibial component. Photographs of the explanted articular surface were returned for review; however, the photographs are of the articular surface sealed in an explant bag from the hospital and the device cannot be clearly seen. The photographs confirm that the articular surface post had fractured off but an evaluation of the explanted device could not be performed from the photographs. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A complaint history search identified no other complaints for this lot. Operative notes from the initial total knee arthroplasty (tka) surgery state the patient underwent left tka due to degenerative joint disease. No complications were noted. Operative notes from the previous surgery approximately one year after the initial tka surgery state the patient underwent a poly exchange due to instability. No complications were noted. Operative notes from the subject revision surgery approximately five years eight months after the initial tka surgery stated that the patient was revised due to instability. During the surgery it was identified that the articular surface post had fractured. No infection or component loosening was noted. Only the articular surface was revised. Office visit notes from two weeks before the revision due to fracture state that x-rays revealed no evidence of abnormalities and stable position of the poly. Compatibility of the components could not be confirmed as the products from the initial surgery are unknown. Per the nexgen cr-flex and lps-flex package insert, fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.